Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of no audio, which was confirmed and reproduced during power up. The cause was found to be a failed speaker. The rear case assembly, including the failed speaker, was replaced. Additional information: (not audible alarm).

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.